Event description:
It was reported that the ilet user received a high glucose alert and, while not eating, announced a usual dinner meal to obtain insulin, after which glucose later decreased to 68 mg/dl. The user was educated that meal announcements must only be used when actually eating. Symptoms included hypoglycemia with dizziness and sleepiness upon waking, and no symptoms during the earlier hyperglycemia. Outcomes included no significant health consequences. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect method involving using meal announcements to correct high blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.